Event description:
Reportedly, the instrument was applied to the tissue however, it only stapled three quarters of the way. The tissue was cut with minor bleeding. A second instrument was used to resect the lower bowel. There was no reported injury to the pt as a result of this.